Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was powered on and can hear the components working but screen was blank. Verified device plugged into grounded wall outlet. Had them move to another outlet not currently in use by other devices. Powered back on but again screen remains blank while you can hear the actual device working. Advised to swap out to alternate device and send this one to biomed labeled blank screen. Sn (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Verified device plugged into grounded wall outlet. Had them move to another outlet not currently in use by other devices. Powered back on but again screen remains blank while you can hear the actual device working. Advised to swap out to alternate device and send this one to biomed labeled blank screen. Sn (B)(6). Per follow up information received via phone on 16jul2025, it was reported that during the technical support call, they were advised to tag the device and send it to biomed. They were unable to provide any additional information regarding the device. Stated that the patient ended up no longer needing therapy and there was no patient impact reported. Contacted the biomed team and left a message. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Dfmea ra2800010 rev 26 was reviewed for this investigation. The reported event is addressed in step/item #s ra20. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The instructions-for-use under baw28-000770-00 rev. 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was powered on and can hear the components working but screen was blank. Verified device plugged into grounded wall outlet. Had them move to another outlet not currently in use by other devices. Powered back on but again screen remains blank while you can hear the actual device working. Advised to swap out to alternate device and send this one to biomed labeled blank screen. Sn (B)(6). Per follow up information received via phone on 16jul2025, it was reported that during the technical support call, they were advised to tag the device and send it to biomed. They were unable to provide any additional information regarding the device. Stated that the patient ended up no longer needing therapy and there was no patient impact reported. Contacted the biomed team and left a message.